Event description:
Consumer complaint of about high blood results. "Lo". Customer's husband, (B)(6) is calling on behalf of his wife. Customer's husband states that the customer feels well and requires no medical attention. Customer states that the results obtained do not reflect how well she feels. Customer's expected blood results are 100-125mg/dl. Verified the strips expire 10/21/2017 and first opened the test strips (B)(6) 2015. Customer confirms the strips are stored properly. Reviewed meter memory: 526mg/dl; 03/19/2015; 06:52:00 am; fasting: no, 173mg/dl; 03/18/2015; 05:14:00 pm; fasting: yes, 105mg/dl; 03/18/2015; 02:01:00 pm; fasting: yes, 242mg/dl; 03/18/2015; 10:40:00 am; fasting: no, 393mg/dl; 03/18/2015; 09:23:00 am; fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.